Manufacturer narrative:
H3 and h6. Evaluation codes: updated. The complaint was verified by visual and functional testing. The cause was a crack in the drain valve of the enclosure. It was unknown what caused the crack. The enclosure was replaced to correct the issue, and the device passed all functional and performance tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Initial reporter last name unknown. Initial reporter email unknown. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing there was a water leak from the tank of device. There was no patient involvement and no patient harmed reported.